Manufacturer narrative:
According to event description a fall but no injuries occurred. The evaluation of the knee joint showed a defective solder joint in the dms tube adapter. As a result, unexpected changes of the output signal can lead to unintended changes of the hydraulics' damping characteristic, which could cause the patient to fall. Therefore it is likely that the device or a similar device could cause or contribute to a serious injury if the malfunction were to recur.

Event description:
Minimal resistance at most times, then periodically has increased resistance. It beeps one single beep often while walking and the first step after beep it locks. Client fell while walking downstairs at work. Loss of comfort only.